Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection showed no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed on the unit, and the results were within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The total fill volume was 100ml with fluorouracil and normal saline (non baxter products). Expected flow rate was 100 ml/40hr, however the actual time was 58 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.